Event description:
Boston scientific received information that this right atrial (ra) lead dislodged approximately one week post implant. A revision procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded following the explant procedure and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.